Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The suspect electromagnetic emitter was returned for analysis and found to be fully functional. Findings as follows: the field generator was connected to a test system for a multi-day burn-in test. Accuracy looked good by checking prominent landmarks on the model head. The field generator was tested in the cranial software application. There was no fluctuation in the distance to target number or image. It passed the pegboard accuracy test. Fully functional. Unable to replicate reported event. A medtronic representative went to the site and attempted to replicate the reported event. Their findings as follows: he could create the "-" jump as previously reported. He could resolve this negative value fluttering/jump by holding the probe/model head combo or emitter still. He could easily restart this negative fluttering by making movements with the emitter. It seemed to simply place a "-" next to whatever the current tip position value was reading, during this movement; if it was 0.6mm to taget, then the it would read -0.6 until it settled from the movement. Regardless of this negative value flutter, the probe to anatomy remained at the same spot, as determined with my naked eyes only (this may be rather subjective). A software investigation was also completed with the following findings: if the probe is held still the issue does not occur. Software is functioning as designed.

Manufacturer narrative:
(B)(6) 2015 a medtronic representative, following-up at the site, reported successfully registered the resin head and accuracy was on-point. Then selected a target and attempted to navigate the axiem stylet to the target in the guidance view. The closest the medtronic representative could get to the target without it fluctuation was 3 millimeters. Once the stylet was at 3 millimeters to the target, it would immediately jump to -3 millimeters. Results showed the same fluctuation issue as described below in the case description. Also confirmed that when the fluctuating distance to target value was seen, the crosshairs were solid the whole time. No flickering. Reported issue could not be replicated. (B)(6) 2015 a medtronic representative, following-up at the site, spoke with the surgeon a few days after the procedure and the surgeon said that the catheter was in the location that he wanted it to be in thus not having to perform another surgery on this patient. (B)(6) 2015 a medtronic representative reported performing a second system check-out. Cell phone was not in my pocket and away from the emitter. The closest I could get to target before fluctuating was +1.5/-1.5mm. Also, the emitter details show a steady green color with the words "functioning normally." (B)(6) 2015 per medtronic representative issue remains under investigation. No further issues have been reported.

Manufacturer narrative:
On (B)(6) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(6) 2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a cranial axiem shunt placement procedure, the surgeon successfully navigated to the plan target; crosshair steady green and right over the target spot, however, while there, distance to target metric was fluctuating between +/- 8. In trouble-shooting, green, steady crosshair was confirmed. While tip was inside target anatomy (a cyst), the only fluid the surgeon was getting back was clear cerebrospinal fluid (csf); the surgeon expected cloudy cystic fluid. The surgeon pulled the stylet out and made 3-4 passes, all with the same result. There was no delay in the procedure, however, the surgeon did not achieve the desired result. The surgeon eventually left the catheter in place and requested an explanation for the fluctuation of distance to target. The surgeon completed the procedure with the use of the navigation system.